Manufacturer narrative:
The product involved in the event report is not available for evaluation. A follow-up report will be provided upon the conclusion of the investigation. The reporter has indicated the affected employee has a latex allergy, however, there is no latex utilized in the manufacture of the glove. All information reasonably known as of 29 nov 2022 has been included in this medical device report. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. Device not returned.

Event description:
An employee who used the lavender nitrile exam gloves experienced anaphylaxis. He/she has a latex allergy.

Manufacturer narrative:
The product involved in the event report is not available for evaluation. The reporter has indicated the affected employee has a latex allergy, however, there is no latex utilized in the manufacture of the glove. Non-volatile residue and powder content test results from retained sample lot found all results to be within specification. No root cause was identified during investigation. We have logged this complaint into our database where we will monitor for any trends for this incident. All information reasonably known as of 09jan2022 has been included in this medical device report. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned.